Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomedical engineer stated that there was no audio on the device. There was no report of a patient injury or harm.